Event description:
A 6060 was reported to "run out early by 1 hour". This was found during clinical use. There was no patient injury or medical intervention required. The bag was empty early. Tpn was being infused. The total volume was 2110 ml + 135 ml overfill. The infusion was supposed to go in over 14 hours, but it ran out early by 1 hour. The following information was asked, but unknown: rate, mode of operation, tubing product code and lot number, and date and time of event.